Manufacturer narrative:
Additional information added to b3: the event occurred on an unspecified date of november 2023, further described as "within the past week". H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 29, 2023 to july 30, 2023. H10: the actual device was received for evaluation. Visual inspection was performed and a small tear was observed at the lower left side seam. Functional testing was performed by filling the bag with tap water, and a leak was observed at the lower left side seam. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower left hand corner. This occurred prior to patient use. There was no patient involvement. No additional information is available.